Event description:
A user facility reported this lma would not remain inflated during use in a pt. The lma was left in place and more air was added periodically. There was no pt injury or problem. The user facility has returned the lma for evaluation.